Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. The buttons were observed to feel spongy, but were not sticking during testing. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons have been intermittently unresponsive for the past month. He noted that the buttons feel like they have collapsed. The patient confirmed that the keypad is intact; denied exposing the pump to moisture and cleaning products; and stated that he wears the pump in his pocket with a pump skin.